Manufacturer narrative:
The insulin pump was received with a critical error open book error a pump error 35 found in the formatted history file due to corroded electronic assembly. Unable to perform functional test including the rewind, seating, basic occlusion, occlusion, force sensor and displacement test due to critical pump error. The insulin pump had minor scratched lcd window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed with a critical error. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.